Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: encapsulation and cloudy. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional confirmed left side capsular contracture, baker grade iii. Device has been explanted.